Event description:
It was reported that complete heart block( chb) occurred. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The day after the index procedure, the patient went into 3rd degree heart block. A permanent pacemaker(ppm) was implanted to treat the block.